Manufacturer narrative:
This report is submitted on june 17, 2021.

Manufacturer narrative:
This report is submitted on may 03, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.